Event description:
It was reported that pump displayed malfunction alarm code malf 1 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed shipping of replacement pump, instructed customer to place malfunctioning pump in storage mode and return it using prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.